Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implanted (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that left ventricular (lv) lead exhibited no capture in any configuration. Upon review of a chest x-ray it was thought that the lead may have pulled back. The lead was programmed off and a lead revision was scheduled however was cancelled as lead issues were unconfirmed via x-rays. The lead was further tested and it was noted that capture was hard to see and programming adjustments were made. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.